Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).